Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was electrically continuous. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This lead is expected to be returned for testing. This product issue will be updated if additional details are received.

Event description:
Boston scientific received information that this lead was an attempted implanted in this patient's atrium. Poor sensing and elevated thresholds were noted after it took more than twenty rotations to retract the helix. The lead subsequently dislodged and was replaced. No adverse patient effects were reported.